Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with two 300cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-procedure. As a result, the patient underwent implant explantation surgery on (B)(6) 2020.

Manufacturer narrative:
On february 23, 2021, the mentor failure analysis lab received the device for evaluation. On february 26, 2021, mentor became aware that the contralateral device (right side implant) that was returned with the suspect medical device, was also deflated. This will be reported under mrn: 1645337-2021-02908. On march 9, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant was found to have an area of a separate material and an area of missing material on the posterior view, measuring approximately 5.0 cm x 7.2 cm and 3.0 cm x 2.5 cm respectively. Microscopic examination was performed on the edges of the missing material, and parallel striations were found in an area of the tear, measuring approximately 0.4 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Regarding separate material, it should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.